Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment of a biliary stricture due to a tumor. The stricture was located in the common bile duct and was not dilated prior to stent placement. The patient anatomy was noted to be tortuous. The stent placement procedure was performed via transhepatic percutaneous access. During the procedure, the stent failed to deploy at all from the delivery system. It was noted that the distal stent wires had perforated the outer sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment of a biliary stricture due to a tumor. The stricture was located in the common bile duct and was not dilated prior to stent placement. The patient anatomy was noted to be tortuous. The stent placement procedure was performed via transhepatic percutaneous access. During the procedure, the stent failed to deploy at all from the delivery system. It was noted that the distal stent wires had perforated the outer sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was retracted by approximately 3mm. Some of the distal stent wires had perforated the outer sheath at approximately 8mm to the distal end. During a functional evaluation, it was possible to retract the outer sheath and deploy the stent; however, slight initial resistance was noted due to the stent wires perforating the outer sheath. An examination of the deployed stent found that some of the distal stent wires were uncrossed and damaged. No other anomalies were noted to the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu state that the device is intended to be used with an endoscope. However, the complainant reported that the device was inserted transhepatically. Due to this, the most probable root cause classification is user/ use error.